Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the patient went into the hospital for low blood glucose related issue. Blood glucose value and/or symptoms at the time of the event were not provided. No information was provided regarding any pump malfunction. Attempts by the customer support to follow-up on the matter were unsuccessful. This complaint is being reported because the patient experienced hypoglycemia requiring medical attention related to unspecified pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.